Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device showed spare lamp warning on monitor. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device showed spare lamp warning on monitor. The event occurred during maintenance. There were no reports of patient involvement.